Event description:
Customer alleged received false negative results. Pt visit on (B)(6) 2013 (lmp (B)(6) 2012) negative pregnancy test in office after 3 mins time, hcg quant total at lab of 76 mui/ml drawn at 10:23 am. Pt specimen was reported as fresh. Internal and external controls were reported as fine. No pt samples were available for inspection.

Manufacturer narrative:
Investigation pending.